Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with cefepime (intraperitoneal, 1 gram, frequency not reported) and gentamicin (intraperitoneal, 80 milligrams, frequency not reported) for peritonitis. Antibiotic treatment was discontinued the same day as it was started. The following day, the patient recovered from the event. Pd therapy was ongoing. No additional information was available.